Event description:
It was reported that an occlusion alarm occurred. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was 120-170 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.